Event description:
A customer reported a dialyzer blood leak occurred during treatment resulting in a blood loss of 300 ml to the pt. There was no medical intervention or serious injury to the pt.

Manufacturer narrative:
Device not returned to MFR for analysis. The root cause cannot be determined. In accordance with gambro's medical criteria, a blood loss of 300 ml without medical intervention is not considered a serious injury. Gambro does not regard the submittal of this report as an admission of causation or liability.